Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that while starting a patient¿s dialysis treatment during use with a tego® connector microbubbles caused the machine to alarm. Upon visual inspection of the venous bubble, the catcher noticed the blood was frothy. All clamps were shut. While checking clamps blood was noted to be all along the arterial blood line up to the patient and just beyond the tego. The patient was disconnected from the machine and air withdrawn from the arterial central venous catheter (cvc) line. Blood had not yet reached the patient on the venous side. Attempted to put lines into circulation to remove air, venous pressure alarm came on, removed air with a syringe from venous bubble catcher with no resolve. Unable to remove air from lines. Lines were removed and a new setup was put together on the machine. Changed patient¿s arterial tego, and able to restart patients run with new set up. The impact of the incident was no harm to the patient, the run was delayed. There was no unexpected or prolonged care. No additional information is available at this time.

Manufacturer narrative:
One (1) used d1000, tego connector (lot# unknown) was visually inspected. As received, blood residuals were present on the top surface of the seal. No other damage or anomalies were identified. No mating devices were returned with the sample. The d1000 tego connector was functionally tested and met product performance specifications. The tego was disassembled and no damage or anomalies were observed. The reported complaint cannot be confirmed. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified. Additional information: d9 product received date 8/16/2022.